Manufacturer narrative:
(B)(4): the customer reported the unit is not showing a battery led when a fully charged battery is inserted and then the device goes to configuration mode. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit is not showing a battery led when a fully charged battery is inserted and then the device goes to configuration mode.